Event description:
The patient had reported in 2004 that their one touch ultra meter kept giving an error message and was unable to test on the meter. Medical affairs specialist called and spoke with the patient in 2004, and obtained further information. Patient has had diabetes for 58 years and has had this meter for about 4 years. They are on an insulin pump with the basal rate of "0.4 and 0.5" and also takes boluses when their blood glucose is high. They stated that they had been getting the error 1 message on their meter for about 24 hours and were unable to get a result. Prior to these 24 hours, they had been getting low results on their meter. In 2004, at 10:00am, they tried testing again on their meter and received an error 1 message. They were not feeling well at the time and were concerned as to what their blood glucose level was. Since they did not know what their blood glucose result was they did not treat themselves with any boluses or eat anything extra in case their blood glucose was already high. Around 12:00pm, they started "thrashing around and banging the arms and legs." Their spouse called 911 and the firemen came first. Their meter result was 47 mg/dl. They were placed on IV glucose and taken to the hospital. They did not recall the result at the hospital, but stated that it was around the same as the "firemen's meter." They were kept there for three hours and given a turkey sandwich and orange juice. After three hours their blood glucose result at the hospital was 190 mg/dl and they were then released. The issue with the meter was not resolved with troubleshooting. This case is reported as an adverse event since the patient suffered a serious injury due to not being able to test on the meter to treat themselves appropriately.